Event description:
A cartridge alarm was reported by the customer during the load process of their insulin pump. There was no adverse impact to the customer's blood glucose level. Technical support confirmed reports of cartridge alarms with consecutive cartridges and decided to replace the pump. The customer also expressed interest in obtaining an out-of-warranty loaner pump.